Event description:
Pt had a post op lite short following surgery and was then transferred to a nursing home. The pt's wound became infected at a nursing home which resulted in a below the knee amputation. The pt was (B) (6) and was diagnosed with a tibial fracture which required a 2-3 day hospital stay in (B) (6) 2008. The pt was then discharged to a nursing home with post op bandaging, tedhose, a gel cast ankle stirrup and the breg post op lite. The pt was in the nursing home for approximately 25 days without any checks or changing of the bandaging, tedhose, stirrup or breg post op lite resulting in an infection of the wound site. A below the knee amputation was required after the infection then, the pt passed away sometime after (date not available).